Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "would keep getting stuck in downstream alarm after downstream pressure tests were performed" was not reproduced. A review of the event history log revealed multiple "downstream occlusion" alarms, however true and false alarms cannot be distinguished through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. The force sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was constantly alarming downstream occlusion after the downstream pressure test was performed. There was no patient involvement. No additional information is available.